Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman procedure. During the procedure, the physician reported that the j-tip guidewire became stuck in the dilator while attempting to remove it. The dilator and wire were withdrawn from the patient altogether and the procedure was completed by opening a new kit, different device (different model). No patient complications reported. Product return status is currently unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman procedure. During the procedure, the physician reported that the j-tip guidewire became stuck in the dilator while attempting to remove it. The dilator and wire were withdrawn from the patient altogether and the procedure was completed by opening a new kit, different device (different model). In addition, it was noted that that there was no noticeable damage to guidewire or dilator/sheath prior to use. No patient complications reported. Product is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A good faith effort response received on 22sep2023 clarified that there was no noticeable damage to guidewire or dilator/sheath prior to use.